Manufacturer narrative:
(B)(4).

Event description:
The following was reported to gore: on (B)(6) 2019, the physician attempted to implant a gore® excluder® iliac branch endoprosthesis. It was reported that the device was not progressing into the right hypogastric artery. The physician then decided to balloon the artery. After ballooning they attempted to insert the gore® excluder® iliac branch endoprosthesis again but it still wouldn't progress. Reportedly the physician then changed the amplatz wire to a lunderquist wired but upon removal of the device it was noted that the delivery system was broken with the olive inside the patient. They physician was able to remove the olive with a snare and decided to cover the right hypogastric artery after implanting a gore® excluder® aaa endoprosthesis featuring c3® delivery system.

Manufacturer narrative:
The IFU in place at the time of the procedure included the following relevant warnings: do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.

Manufacturer narrative:
H6 code 10: the device was returned to gore for evaluation. During the investigation it was found that the delivery catheter was broken at the trailing olive and the leading end had fractured at the trailing olive bond. The deployment line was still attached to the catheter. The stent graft was no longer on the leading end of the catheter and the findings from the evaluation are consistent with the physician¿s observations. The cause for the catheter breakage and the cause for the difficulties advancing the device could not be determined with the available information. The excluder iliac branch endoprosthesis instructions for use (IFU) clearly states: do not advance the device outside of the sheath. The sheath will protect the device from catheter breakage or premature deployment while tracking it into position. Do not rotate any delivery catheters while the endoprosthesis is inside the introducer sheath. Catheter breakage or premature deployment may occur. Do not rotate the internal iliac component (iic) delivery catheter during delivery, positioning or deployment. Do not attempt to withdraw any undeployed endoprosthesis through the introducer sheaths. The sheath and undeployed device must be removed together. Do not continue advancing and withdrawing any portion of the delivery system if resistance is felt during advancement of the guidewire, sheath, or catheter. Stop and assess the cause of resistance. Vessel or catheter damage may occur.